Event description:
Brush head broke off in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brush head, version unk broke off. The brush head had been in use for 3 weeks. It had not been dropped. The previous 2 brush heads in the pack had not had problems. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.